Manufacturer narrative:
Age at time of event : 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR. : promus element ous, mr 3.5 x 38mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage to centre strut; struts crushed, overlapping and distorted. It is likely the crimped stent may have encountered resistance & subsequent damage during advancement & withdrawal attempts. The device was returned with the stent protector loaded over the stent. The stent protector however, did not cover the proximal balloon cone area as it was damaged. The proximal balloon wings appeared opened, crushed and not tightly folded in position which suggests positive pressure may have been applied to the device. The stent od (outer diameter) of the undamaged section of the stent was measured which is within max crimped stent specification indicating that there were no issues with the crimp stent profile. A visual and tactile examination found several hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found the inner/outer shaft polymer extrusion damaged on the proximal side of the proximal balloon bond for a total length of 6mm. The inner/outer appeared to have been stretched. This type of damage is consistent with a tensile force being applied to the delivery system. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 25-nov-2016. It was reported that crossing difficulties were encountered.   Vascular access was obtained via radial artery. The 38x3.5mm, de novo target lesion was located in the right coronary artery (rca). A 3.50x38mm promus element ¿ long drug eluting stent was advanced but failed to cross the lesion. The procedure was completed using with a 2.75mmx38mm promus element¿ drug eluting stent. The patient's status was stable. However, returned device analysis revealed stent damage.